Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated the following information was received by the initial reporter with the following verbatim it was reported by customer that the blood tubing fell apart/ severed at the junction of insert disk and the rest of the tubing.

Manufacturer narrative:
Three photos were taken by the customer. One photo of the packaging, one photo or an IV set in the packaging and one photo that verifies the separation of the tubing just below the pump safety clamp. A quality notification was sent to the manufacturer. From the manufacturer's review of the photo, the exact root cause could not be determined since no sample was returned, however, the possible causes are a potential contamination inside the solvent dispenser and the solvent application was not carried out correctly by the assembler. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.